Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - vf (ventricular fibrillation) =190 ms on (B)(6) 2010 14:49:01.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having chest pain, low rate pacing and t wave over sensing. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.